Event description:
The customer reported that this multigas unit displayed incorrect readings during a case. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this multigas unit displayed incorrect readings during a case. The customer replaced the unit with a known-good unit to resolve the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/05/2025 emailed the customer via microsoft outlook for all information in the ni list above: the customer replied and stated that bms-6000, serial# (B)(6) was connected to this multigas unit. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the multigas unit: bedside monitor (bsm): model #: bsm-6000 series serial #: (B)(6) device manufacturer data: mm/dd/yyyy unique identifier (UDI) #: (B)(4) returned to nihon kohden: no.

Event description:
The customer reported that this multigas unit displayed incorrect readings during a case. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this multigas unit displayed incorrect readings during a case. The customer replaced the unit with a known-good unit to resolve the issue. There was no patient injury reported. Investigation summary: the device was returned for evaluation. During testing of the device, the reported issue was duplicated. The root cause for the reported issue was determined to be failure of the pump. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the multigas unit: bedside monitor (bsm): model #: bsm-6000 series serial #: (B)(6) device manufacturer data: mm/dd/yyyy unique identifier (UDI) #: (B)(4) returned to nihon kohden: no. Additional information: g3 date received by manufacturer g6 type of report h2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.